Event description:
The reporter stated that the surgeon was inserting a 22.0 diopter single piece silicone lens using a msi-pm injector and the trailing haptic tore due to the mouthpiece of the injector. The lens was removed and replaced with another plate lens with no pt injury.